Event description:
Clinic notes reported that a patient was experiencing an increase in seizures. The physician noted that the generator had been in place for eight years, and the physician believed that the battery was losing its potency. The generator was not near end of service. The patient was referred for vns replacement surgery. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.